Event description:
It was reported that a leak occurred at the connection of a vial-mate reconstitution device and a 50 ml viaflex mini bag. The reporter stated that there were no obvious defects that could cause or contribute to the leak. This event occurred before use, so there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.